Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "completely broken implant". This record is for the right side. Device remains implanted and it is unknown if it will be returned.

Event description:
Healthcare professional reported "completely broken implant". This record is for the right side. Device remains implanted and it is unknown if it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: g4, h6.